Manufacturer narrative:
This event was initially reported for a hole observed on the esheath. The event was conservatively reported for a sheath liner puncture. If the device punctures a hole through the sheath liner it has the potential to also cause a perforation of the vessel. Since the risk of injury for a liner puncture is not remote, the event was made MDR reportable. However, after pre-decontamination evaluation of the returned device, a sheath liner puncture was not found. The valve was found stuck in the strain relief and damage was found at the distal strain relief. This failure is typically caused by resistance of the delivery system with undeployed valve through the sheath and excessive force is used. The potential for serious injury is remote and these events are not MDR reportable. A corrected supplemental report is being submitted. The reported valve frame damage remains reportable. Reference related manufacturer report number 2015691-2020-14446.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the sheath used in the case. Please reference related manufacturer report number 2015691-2020-14446. The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during implant of a 26 mm sapien 3 ultra valve in the aortic position by transfemoral approach, there was resistance while advancing the commander delivery system through the esheath. Under fluoroscopy, it was observed that one stent strut of the valve was bent and was caught inside the esheath at the same point a hole was observed in the esheath. The valve strut was caught between the stiff white part and the more flexible blue part of the esheath. The delivery system and sheath were removed together. New devices were used, and a new valve was successfully implanted. There was no vessel injury or complication for the patient.